Manufacturer narrative:
Omit : a1601 - device alarm system (1012), g0600101 - alarm, audible correction : describe event or problem. Additional information : imdrf annex a and g codes.

Event description:
It was reported that the customer is requesting to review the key stroke logs on the events that occurred between (B)(6) 2024 at 3pm and (B)(6) 2024 at 5am for the magnesium infusion in order to rule out any device malfunction. Specifically customer would like to understand the occurrences where the rates "exceeded the expected 50ml/hr" as well as "infusion status/state e.g. Including silenced alarms, if pump malfunction potentially impacted infusion delivery" upon further follow up with the customer it was reported the clinician prepared the device and programmed magnesium infusion via interoperability . Clinician reports receiving and "unknown error" on the pump to which clinician attempted to get assistance for troubleshooting. Upon return patient complained of not feeling well, and eventually became unresponsive. Magnesium level was noted to have risen from 6mg/dl to 16mg/dl within eight (8) hours. Patient required intubation and transfer to the ICU. Following on site visit with bd manufacturer, new information was received. Clinician stated the magnesium infusion "went in too quickly".

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the customer requested a key stroke review of the logs to better understand the following occurrences, no device malfunction was alleged. The customer would like to understand the occurrences where the rates "exceeded the expected 50ml/hr" as well as "infusion status/state e.g. Including silenced alarms, if pump malfunction potentially impacted infusion delivery". (1) where the rates ¿exceeded the expected 50ml/hr¿. A review of the device logs observed the programed magnesium sulfate (s/n (B)(6)) infusion rate remained at 50ml/h with no rate changes observed from its initial programming performed on (B)(6) 2024 at 2:36 pm to when there was a recorded channel malfunction (240.4150.0) on (B)(6) 2024 at 3:19 am. It should be noted that during a channel malfunction operation on the affected channel stops. (2) and the infusion ¿infusion status/sate e.g including silenced alarms, if pump malfunction potentially impacted infusion delivery¿. No anomalies observed on the reported magnesium sulfate infusion from (B)(6) 2024 at 3:00 pm to (B)(6) 2024 at 3:08 am when the module was channeled off. Pvi was recorded as 1932.92ml. On (B)(6) 2024 from 3:17 am to 3:18 am the following notable events were recorded on s/n (B)(6). The suspect module alarmed for ¿safety clamp open/close door¿ around the same time concomitant s/n (B)(6) received a remote IV infusion of magnesium sulfate (drug ID 773), the infusion was started however the module alarmed for ¿check IV set¿ three (3) times. A remote IV infusion was received magnesium sulfate (drug ID 773), and a prompt stating the same drug was infusing was acknowledged. Concomitant s/n (B)(6) was channeled off. A remote IV infusion was received for magnesium sulfate (drug ID 773), the module alarmed for ¿safety clamp open/close door¿ and the door was closed, and the infusion was started. At 3:19:22 am the suspect pump module alarmed for channel error 240.4150 and the error was confirmed by the user. From 3:19 am to 3:22 am, the pump module was attempted to restarted 6 times (unsuccessful) and pause one time (unsuccessful) and ultimately was channeled off (in error state and idle). From 3:50 am to 4:00 am, the system was silenced six (6) times. At 4:03 am, concomitant pump module s/n (B)(6) was channeled off and the system was powered off. Pvi was recorded as1933.42ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. It is not known if any of the following conditions may have existed at the time of the reported incident.

Event description:
It was reported that the customer is requesting to review the key stroke logs on the events that occurred between (B)(6) 2024 at 3pm and (B)(6) 2024 at 5am for the magnesium infusion in order to rule out any device malfunction. Specifically customer would like to understand the occurrences where the rates "exceeded the expected 50ml/hr" as well as "infusion status/state e.g. Including silenced alarms, if pump malfunction potentially impacted infusion delivery" upon further follow up with the customer it was reported the clinician prepared the device and programmed magnesium infusion via interoperability . Clinician reports receiving and "unknown error" on the pump to which clinician attempted to get assistance for troubleshooting. Upon return patient complained of not feeling well, and eventually became unresponsive. Magnesium level was noted to have risen from 6mg/dl to 16mg/dl within eight (8) hours. Patient required intubation and transfer to the ICU.

Event description:
It was reported that the customer is requesting to review the key stroke logs on the events that occurred between (B)(6) 2024 at 3pm and (B)(6) 2024 at 5am for the magnesium infusion in order to rule out any device malfunction. Specifically customer would like to understand the occurrences where the rates "exceeded the expected 50ml/hr" as well as "infusion status/state e.g. Including silenced alarms, if pump malfunction potentially impacted infusion delivery" upon further follow up with the customer it was reported the clinician prepared the device and programmed magnesium infusion via interoperability . Clinician reports receiving and "unknown error" on the pump to which clinician attempted to get assistance for troubleshooting. Upon return patient complained of not feeling well, and eventually became unresponsive. Magnesium level was noted to have risen from 6mg/dl to 16mg/dl within eight (8) hours. Patient required intubation and transfer to the ICU.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.